Event description:
Information received by medtronic indicated that the insulin pump had humidity inside the screen. Customer reported green and blue color line on the screen. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Customer complained about the insulin pump having a display anomaly and was exposed to moisture on event date of november 10, 2021. Insulin pump passed displacement test. Insulin pump received with vertical colored line segments on lcd screen. Selftest failed to display anomaly. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with pillowing keypad overlay, cracked case at belt clip rail corner and scratched case. Insulin pump was cut open with no moisture damage on the electronics. Swapped with a test lcd assembly and the insulin pump was in the same state. Insulin pump was confirmed for vertical colored line segments on lcd screen due to a strong impact bending the lcd glass causing permanent damage to the lcd display. No moisture damage confirmed on the electronics.